Event description:
It was reported that the patient had stimulation in their abdominal area when it was supposed to be in their leg. X-rays were performed and proved that the lead had migrated ("fallen all the way to the right"). The patient intended on having a lead revision, but no appointment had been scheduled. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Programmer: model 7434a, serial# (B)(4), lead model: 3487a, lot# j0421593v, implanted: 2004 (B)(6), explanted: na. (B)(4).

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3487a, lot# j0421593v, implanted: (B)(6) 2004, product type lead.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had a lead fracture. The unit was not going to be replaced by the patient's original physician. The patient had been instructed to 'cease turning it on.' No further information was provided.